Event description:
It was reported that since pt was implanted with vns 5 months ago they have experienced an increase in seizures. It is unknown whether the increase is above or below pre-vns baseline. Attempts for further info are in progress.